Event description:
This case was cross reference with case ID: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from other non-health care professional. This case concerns 4 patients (demographics unspecified) who received treatment with synvisc one and later after unknown latency had series of adverse events (unevaluable event). Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On unknown dates, the patients initiated treatment with intra-articular synvisc one injection (dose, frequency, indication and expiration date: not reported; lot number: 7rsl021). On an unknown dates, latency unknown, patients had series of adverse events (unevaluable event). It was reported that 4 of the patients visited the emergency room (ER). Action taken: unknown corrective treatment: not reported for both events outcome: unknown for both events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 11-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced unspecified reactions. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.